Manufacturer narrative:
Manufacturer's report date 6/17/1998 the instrument was returned to the MFR for visual and functional evaluation. The instrument had dried solution in the pumping mechanism and the case was damaged. Rate and volume tests were performed on channel a and the results were within specification. The event logs were reviewed and indicated that on 1/28/1998 at approximately 5:34 a.m. The more option key and secondary softkey were pressed. Channel a was switched to secondary mode and a new rate of 125 ml/hr was accepted. From this time channel a was running at 125 ml/hr in the secondary mode. At 3:50 p.m. Both the volume infused and total volune infused were cleared. At approximately 7:30 p.m., the rate on channel a was set again at 125ml/hr in the secondary mode. The infusion was complete at 10:34 p.m. With a total volume infused of approximately 380 ml. Channel a continued to run at 24 ml/hr from 10:34 p.m. On 1/28/1998 until 0:35 a.m. On 1/29/1998. This was approximately 2 hours for a volume infused of 48 ml. Total volume infused was approximately 430 ml, which corresponds to the nurse's observation. The MFR was unable to duplicate the reported overinfusion. Most probable cause was user inadvertently switching the instrument to the secondary rate.

Event description:
Hosp advised there was an overinfusion of heparin on channel a. Rate was set at 24 cc/hr. V I read 119 cc. Nurse observed that 440 cc's of heparin was missing from the bag.